Event description:
It was reported the patient¿s system was removed due to malfunction. During the removal the patient had ssep, motor evoke, neuro-junction and a sls eps peripheral never testing performed. No further information regarding the type of malfunction or patient outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).